Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel jailing and myocardial infarction (mi) occurred. The patient presented due to unstable angina and was found to have severe left anterior descending artery disease. The patient was then referred for percutaneous coronary intervention. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Following stent deployment, the first septal perforator vessel was jailed and the patient experienced chest pain. Electrocardiogram (ECG) showed an st depression. Prior to discharge, laboratory investigations revealed elevated cardiac enzymes qualifying as a myocardial infarction. An ECG was performed which showed no acute changes, location of mi was not identifiable. The event was considered resolved and the patient was subsequently discharged on aspirin and clopidogrel one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).